Event description:
It was reported that a peritoneal dialysis (pd) patient went to hospital for a catheter evaluation. Upon follow-up, the patient's pd nurse stated that the patient had the pd catheter (not a fresenius product) repositioned. However, it was stated the patient still experiences intermittent drain complications while using the cycler and a replacement cycler will be requested. However, per the nurse, the patient did not have any adverse effects from the reported drain complications. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).